Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. B3: event year only reported: 2024. D4 batch #: unknown. Investigation summary: call home revealed reflected power errors. The probe returned to neuwave and the cannula was bent at the handle. The tip was broken off and not included. There was evidence of thermal damage. The potential cause of the damage is unknown due to the amount of thermal damage seen. The potential cause is unknown. A search of nonconformities (ncs) was performed for lot ml23088484. There were no observed nonconformities for this lot. Manufacture date: 8/1/2023. Expiration date: 4/30/2027.

Event description:
It was reported that during an ablation the probe ablated for two minutes but then gave an error message and rep believes it could have been due thermal damage. There probe was removed from the patient without any known patient harm.